Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper case, lower case and side bail covers were broken, the ring cover and heart block were contaminated, one side bail was missing and the display was out of specification. (B)(4).

Event description:
It was reported that during a routine testing of the external pulse generator (epg), the biomedical engineer found no ventricular output on the device. The biomedical engineer stated that the device does not have any measureable ventricular output. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine testing of the external pulse generator (epg), the biomedical engineer found no ventricular output on the device. The biomedical engineer stated that the device does not have any measureable ventricular output. Therefore, the epg was returned for repair. There was no patient involvement.